Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient went in for a normal refill and the hcp saw that the pump had been stalled for about 31 days. The caller ruled out any environmental causes for the stall (no MRI, emi, magnets) and the only thing the patient had was a CT scan. It was noted the patient had not been feeling well and heard their pump alarm but didn't think much of it and had not let their hcp know about it until the refill today. The hcp will let the managing hcp know and their plan so far is to have the pump replaced this friday or possibly sooner. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.